Manufacturer narrative:
This report is submitted on april 03, 2019, cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the patient's surgeon the patient experienced poor performance with device use resulting in the decision to explant. The device was explanted on (B)(6) 2019. There are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on may 9, 2019.